Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited failure to capture and failure to sense. The right atrial lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. Final analysis found that a complete lead was returned in one piece. The visual inspection found the helix retracted and clogged blood/tissue and x-ray examination found the inner coil over torqued consistent with the procedural damage. Electrical testing found an internal short between the conductors due to the inner coil over torqued. The cause of the reported events was isolated to the inner coil over torqued in the connector region consistent with procedural damage.